Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen (200 mcg/ml) at 700 mcg/day via an implantable pump for intractable spasticity. The patient's medical history included a motor vehicle accident, his back having been fused, being paralyzed at t10 and below, and no allergies. In 2016 the patient had a fall prior to a return of spasticity. Over a weekend the healthcare provider was able to aspirate and bolus the catheter, but there was no improvement in symptoms. As of (B)(6) 2016 they could not aspirate the catheter. A rotor study was also done. Nothing was successful until the catheter was revised. A kink at the catheter connector was discovered. The kink was removed and the device functioned well. As of (B)(6) 2016 the issue was considered resolved and the patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient was receiving compounded baclofen (2000 mcg/ml) at 900 mcg/day. The patient fell playing wheelchair basketball, which was described as an extreme activity. The kink was at the collet connector piece of the catheter. With the kink resolved, the patient was doing ok for a week (also described as a few days), but then showed signs of withdrawal and was again symptomatic. The patient also experienced a return of symptoms and withdrawal. The catheter broke. On 2016-sep-07 the healthcare provider was replacing the catheter with a new catheter. As of (B)(6) 2016 the event was considered resolved and the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter identified an observable kink and breach distal to the anchor, and a hole in the catheter body caused by repeated flexing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.